Event description:
User received an erroneous ft4 result for one patient sample. Initial result was 28.9 pmol/l, repeat result from another analyzer was 22.9 pmol/l. No information was provided to determine if erroneous result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.